Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side revision of subpectoral implant and reconstruction to address rippling and observed ruptured. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior, wear abrasion. A visual and microscopic analysis was performed which identified opening sharp, non-penetrating nicks, creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening and wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Physician reported left side revision of subpectoral implant and reconstruction to address rippling and observed ruptured. The device was explanted.